Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 0.05ml of juvéderm® volbella¿ with lidocaine in the midface. Fifteen minutes after the injection "livedo reticularis was observed ¿ suspected vascular occlusion." The patient was treated with 500 units of hyalase® via a 25g subdermal cannula as well as prednisone, aspirin, dalacin (300mg). One week later, the events were fully resolved.